Event description:
The facility reported a colleague infusion pump with a damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem of a damaged battery alarm, that was attributed to depleted main batteries, was a result of user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. The device was evaluated on-site at the customer facility. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ?this issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.